Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2015. This report is a follow up 9 being sent as follow-up 10 due to emdr duplicate error.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period april 1, 2015 through may 31, 2015. Supplemental 10.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period (B)(6) 2015 through (B)(6) 2015. Supplemental (B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 14 - attachment: [(B)(6) 2015 otn supplemental 14.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 15 - attachment: [(B)(6) 2015 otn supplemental 15.xlsx]

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption (B)(4). Eporting period (B)(4) 2015 through (B)(4) 2015. Supplemental 18 - attachment: [(B)(4) 2015 otn supplemental 18.(B)(4)].

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4). Total number of events ¿ 1264. Gynecare tvt - 83. Gynecare tvt abrevo continence system - 48. Gynecare tvt exact continence system - 90. Gynecare tvt obturator system - 548. Gynecare tvt retropubic system - 415. Gynecare tvt-aa abdominal - 80.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
Date sent to FDA: 02/17/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
Date sent to the FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
Date sent to FDA: 08/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2015 through may 31, 2015.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2015 through may 31, 2015.